Event description:
Information was received that the patient's impedance is still high. No surgical intervention has been reported to date.

Event description:
Additional information was obtained indicating that the patient was just recently seen again in clinic and high impedance was still observed but there was a new value noted. As the patient is still seizure free, no interventions are currently planned.

Event description:
Additional information received noting that the patient's impedance has been fluctuating. On (B)(6) 2019 the patient had normal impedance, 3126 ohms, then high impedance on (B)(6)2021, 7721 ohms, and then back to normal again on (B)(6) 2022.

Event description:
It was reported that a patient's device was seen to have high impedance. It was stated that the patient's seizures have been controlled and they are not reporting any issues. The patient's generator data was reviewed and revealed that the patient's device recorded intermittent high impedance values. No surgical intervention has been reported to date. No additional relevant information has been received to date.